Event description:
The user facility reported that the hot water rinse tank of the washer began to boil over; the reported event occurred in the middle of the night/early morning. The boiling water caused steam and condensation which resulted in ceiling tile and pipe insulation damage in the department. The user facility had to remove damaged tiles/insulation and clean up before instrument cleaning activities could resume; patient procedures were delayed. No injuries reported.

Manufacturer narrative:
A steris technician inspected the unit and found the tank thermostat had failed causing the temperature to rise and the hot water to boil over in the tank. The technician replaced the temperature control, thermostat, and also replaced the steam valve and steam trap as a precaution. The unit was tested successfully and returned to service. The unit is under steris service contract and preventive maintenance was last completed on (B)(4) 2012 when the thermostat for the hot water tank was found to be operating properly